Event description:
The manufacturer was made aware of a product complaint on (B)(6) 2023. It was reported that the distal tip of a system screwdriver fractured when it was rotated to final tighten the set screw of a system implant. The surgeon elected to use an alternate device from a different manufacturer to successfully complete the procedure. There were no patient complications associated with this complaint. An RMA# was issued for return of the complaint screwdriver, which arrived at the manufacturer for assessment on (B)(6) 2023.

Manufacturer narrative:
A visual assessment of the returned system screwdriver showed an instrument with repeated use, as identified by worn laser markings, surface scratches, and worn tin coating. The distal tip of the system screwdriver was fractured as reported. A functionality assessment was not performed due to the damaged condition of the returned screwdriver, which was removed from distributable inventory. A DHR review was performed for system screwdriver lot# 100750 and there were no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since (B)(6) 2020. It may be possible to fracture the distal tip of a system screwdriver if excessive rotational force was applied, or if the screwdriver was shifted out of colinear alignment while engaged with an implant set screw. The torque limiting capability of the handle attached to the screwdriver when the malfunction occurred could not be confirmed due to it not being returned to the manufacturer for assessment. Shifting the screwdriver out of colinear alignment while engaged with an implant set screw can concentrate lateral force to the screwdriver distal tip and result in the observed instrument malfunction. There have been four other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.